Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a large unruptured saccular aneurysm left cavernous carotid aneurysm, the physician reported that the pipeline flex proximal end wasn't fully opened. The physician used 4x10 to open device successfully. Angiography post procedure showed eclipse. No patient injury was reported as a result of this procedure. The device will not be returned because it was implanted.

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined.